Event description:
It was reported the clinician noted drainage from the light blue port where the needle exits. The pleura-seal valve was leaking and did not close completely. There was no pt death or complications reported.

Manufacturer narrative:
(B)(4).